Manufacturer narrative:
The medtronic service engineer evaluated the ventilator and replaced the breath delivery (bd) printed circuit board (pcb) (xena ii pcb). After replacing the board, the ventilator passed all testing per manufacturer specifications and was released to the customer. The xena ii bd pcb was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The xena ii bd pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up with no errors recorded in the diagnostic logs. The ventilator passed all testing without any errors. The reported failure was confirmed when the ventilator was put into ventilation mode. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation the pb840 ventilator failed the ventilator inoperative test. The ventilator was not in use on a patient at the time of the reported event.